Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu8lp15. Chronic catheter allegedly experienced a fluid leak and a crack. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. Although the sample was not returned for evaluation, three electronic photos were provided for review. The investigation is confirmed for hub crack/break, as a fragment of a hub from a navarre catheter with the rest of the device missing was observed in the photos provided. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Manufacturer narrative:
For the reported event, lot number was provided, and lot history review. Although the sample was not returned for evaluation, three electronic photos were provided for review. The investigation is confirmed for hub crack/break, as a fragment of a hub from a navarre catheter with the rest of the device missing was observed in the photos provided. The break profile had an incline and appeared to be rough and jagged. There were longitudinal splits observed that started at the distal break surface and extended proximally. The longitudinal split edges and surfaces appeared to be straight and smooth. The printing on the hub fragment appeared to be worn. The definitive root cause could not be determined based upon available information. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model nnu8lp15. Chronic catheter allegedly experienced a fluid leak. This report was received from a single source. This event did involve patient with no reported patient injury. Age, weight, and gender were not provided for the patient.